Manufacturer narrative:
An event of complete atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Per event details, it was unknown calcification was observed in the valve annulus and the final implant depth of the valve. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was successfully implanted in a patient. It was noted that at an unknown point the patient developed an atrioventricular block. On (B)(6) 2022, the decision was made to implant a mitraclip to treat the atrioventricular block. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.